Event description:
The customer reports that the mx40 has a speaker malfunction inop/error code but was unable to confirm local audio. It is unknown if device is on patient at time of event, no adverse event was reported.

Event description:
The customer reports that the mx40 has a speaker malfunction inop/ error code but was unable to confirm local audio. It is unknown if device is on patient at time of event, no adverse event was reported.